Event description:
Suspected vascular occlusion [vascular occlusion]. Rha in nose [off label use]. Case narrative: united states report received from a health care professional via company representative on (B)(6)2025 and refers to a female patient of unknown age who had received unknown rha on (B)(6)2025 for an unknown indication. The patient's medical history was not provided. Concomitant medications, and food supplements were not provided. An unknown volume of rha (unknown) was applied at nose via needle technique. It was not reported if cannula was used for the administration. On (B)(6)2025, the patient experienced suspected vascular occlusion. The patient¿s treatment for the event included 2 vials of hyaluronidase. At the time of report, the outcome of the event was resolving. The intensity of the event was not reported. It was unknown if the product was available for return. Health effect: clinical code: e2328, obstruction/occlusion. Health effect: device code: a2304, off label use. No additional information was available at the time of this report. Company comment: a causal relationship between the rha and reported suspected vascular occlusion is assessed as possible based on the suggestive temporal relationship and lack of alternative etiologies that can be identified based on the limited information reported. The company will continue monitoring the benefit-risk profile for the product.